Event description:
A customer reported a high reading issue with the freestyle libre 2 sensor. The customer obtained an unspecified high scan reading, with symptoms of sweating, malaise, and a loss of consciousness. The customer was treated with 1 injection of glucagon by daughter. A comparison of 288 mg/dl scan against 139 mg/dl built-in meter was provided, taken later on day of event. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor(B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the freestyle libre 2 sensor. The customer obtained an unspecified high scan reading, with symptoms of sweating, malaise, and a loss of consciousness. The customer was treated with 1 injection of glucagon by daughter. A comparison of 288 mg/dl scan against 139 mg/dl built-in meter was provided, taken later on day of event. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.